Event description:
It was reported that during a ptca procedure, a direct stenting attempt was made to place the pixel across the stent struts of a previously deployed lad tetra stent (off label use), to access and treat an ostial/proximal diagonal lesion. The stent would not advance to the lesion, so it was removed and the area was dilated. This happened twice (contrary to IFU). The pixel was advanced for a third time but resistance was encountered when going through the tetra struts, so the pixel was pushed with force into the lesion (contrary to IFU). Placement was still not acceptable, so the system was pulled back, but it appeared that the stent was stuck on the other stent's struts. The guide was deep seated and the stent delivery system was pulled on. Reportedly, at this point the stent was noted to come off of the stent delivery system (sds). Eventually, a dilatation catheter was used to crush the undeployed stent up against the side of the vessel.